Event description:
A facility reported that the mayfield skull clamp (a1059) came loose before the surgery. The device was not in contact with the patient and the event did not lead to increased surgery time.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield skull clamp was received for evaluation: failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup is present. Also as a precautionary measure, the swivel will be exchanged because of the thread. The unit needs repair, preventative maintenance, replacement of worn/damaged parts, along with general maintenance and cleaning. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the lock had movement and a residue buildup is present. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.